Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2024. On 04/28/2024, the patient was experiencing a sensor error that stated to ¿wait for up to three hours¿ for the cgm values to be restored. During the time the patient was not receiving any cgm values, the patient began having trouble breathing. The patient did not have a bg meter at home to use for monitoring. A friend of the patient took her to the emergency room around 8:00pm. At the ER, the patient¿s bg meter reading was 600 mg/dl. The sensor was removed from the patient in the ER as well. The patient was treated with insulin and was still in the hospital at the time of report. The patient stated she was stable and recovering. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.